Manufacturer narrative:
(B)(4).

Event description:
Three hours into the initiation of dialysis treatment, the machine venous pressure alarm generated, a vein chamber clot was detected, and the blood circuit set was replaced. Patient was restarted on the treatment and five minutes into the treatment, a second blood leak alarm sounded, pink blood was visible in the dialyzer. Dialyzer leak was found at the upper part of the dialyzer, near the dialysate port. The blood was not returned because of possible contamination of the blood. Patient lost about 500cc of blood. However the patient completed the remaining dialysis treatment on that day. Patient was hospitalized and discharged days later. Dialysis order: 4hrs dialysis treatment. Bfr 250ml/min. 600cc saline for priming volume. Medication during treatment: heparin 1000iu/400iu maintained. Avf access status: good: measure more than 1000 by over flow. Dialysis machine: formula therapy (bellco).

Event description:
Three hours into the initiation of dialysis treatment, the machine venous pressure alarm generated, a vein chamber clot was detected, and the blood circuit set was replaced. Patient was restarted on the treatment and five minutes into the treatment, a second blood leak alarm sounded, pink blood was visible in the dialyzer. Dialyzer leak was found at the upper part of the dialyzer, near the dialysate port. The blood was not returned because of possible contamination of the blood. Patient lost about 500cc of blood. However the patient completed the remaining dialysis treatment on that day. Patient was hospitalized and discharged days later. Dialysis order: 4hrs dialysis treatment, bfr 250ml/min, 600cc saline for priming volume. Medication during treatment: heparin 1000iu/400iu maintained. Avf access status: good: measure more than 1000 by over flow dialysis machine: formula therapy (bellco)

Manufacturer narrative:
Actual device was returned by the customer. Factory investigated actual device.